Event description:
Healthcare professional reports one incident of blood leak, which tested positive with hemastix. Treatment was resumed with new disposables. No pt injury or medical intervention reported.